Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/13/2021 h.6. Investigation: customer returned (5) open 4mm, 32g pen needles. Customer states that the needles will not work when attached to a pen. All returned pen needles were examined and 3 out of 5 samples exhibited a broken non patient end of the cannula. Both remaining samples exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula bent and broke during use of the product by the customer. H3 other text : see h.10

Event description:
It was reported that 17 pen ndl 32g 4mm hp needle were difficult to operate. The following information was provided by the initial reporter : the consumer reported that when attached to the insulin pen it did not work. Date of event : unknown sample status : unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Samples returned - the customer returned 17 loose tear drop labels and 1 empty shelf carton for pen needles from lot# 0310606. No samples (including photos) were returned. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. 4. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 17 pen ndl 32g 4mm hp needle were difficult to operate. The following information was provided by the initial reporter: the consumer reported that when attached to the insulin pen it did not work. Date of event : unknown sample status : unknown.